Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had been receiving no delivery alarms during bolus for about a month and his blood glucose has been high. She also reported that the customer was about to bolus when he found that the insulin pump had a blank display. Customer's blood glucose value was 137 mg/dl. During troubleshooting, it was stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. The no delivery alarm was resolved by changing the complete set. The customer's mother declined to complete the blank display troubleshooting and requested that the insulin pump would be replaced. The device would be replaced and returned for analysis.

Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates and no blank display or display anomaly was noted. No damage inside the pump was noted. The pump functioned properly during the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No excessive no delivery alarm was noted. The pump passed the self test, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.